Event description:
It was reported the patient presented to the emergency room after receiving inappropriate high voltage therapies and inappropriate atp. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.